Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ period') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included hydrochlorothiazide and omeprazole. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("cramp bad during menstrual cycle ") and was found to have hormone level abnormal ("hormonal changes describe: none specified") and uterine leiomyoma ("enlarged fibroid uterus"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved, the genital haemorrhage, hormone level abnormal, bladder disorder, urinary tract disorder, headache and uterine leiomyoma outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for hormone level abnormal with essure. The reporter considered bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted as per pfs, date of insertion was noted: 2010, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: indication: uterine leiomyoma impression: there are several fibroids in the uterus with the largest measuring 3 cm in size. 2. There is a 1.4 cm probable hemorrhagic cyst in the left ovary. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, uterine fibroids. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs & mr received. Reporter's information was added. Case become incident. Injury nos replaced with new events. Date of removal was added. Added event hormonal changes, abnormal bleeding (general), menorrhagia, bladder or urinary problems or changes, migraines, headaches, cramps during menstrual cycle, patient's did not undergo essure confirmation test. Updated outcome of events. Concomitant condition, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.